Event description:
An ophthalmic surgeon reported that towards the end of a procedure, during vacuum/rinse of viscoelastic, a pt¿s eye temporarily collapsed. The surgeon indicated the cause was due to the infusion system. The pt did not experience any harm and the surgery was completed.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).